Event description:
Immobile [immobile] immediate swelling [swelling] enormous pain [pain] case narrative: initial information received on 26-jan-2022 regarding a solicited valid serious case received from a consumer/non-healthcare professional, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: 65115; country: canada study title: patient support program involving synvisc one. This case involves 56 years old male patient who was immobile, had immediate swelling and enormous pain while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. In 2019, the patient started taking hylan g-f 20, sodium hyaluronate injection at a dose of 6 ml once (with an unknown batch number) for osteoarthritis. On an unknown date in 2019, after an unknown latency was in enormous pain (pain), immediate swelling (swelling) and was immobile (immobile; seriousness: disability) for three days. Action taken with hylan g-f 20, sodium hyaluronate (synvisc one) was unknown. It was not reported if the patient received a corrective treatment for the events (immediate swelling, enormous pain, immobile). At time of reporting, the outcome was recovered / resolved on an unknown date for the event immediate swelling, was recovered / resolved on an unknown date for the event enormous pain and was recovered / resolved on an unknown date for the event immobile. A product technical complaint (ptc) was initiated on 27-jan-2022 for synvisc (lot number unknown) with global ptc number (B)(4) the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events as stated in sop rdg-sop-000440 "product event handling" to determine if a CAPA is required. Final investigation was completed on 17-feb-2022 with summarized conclusion as no assessment possible. Reporter causality: not reported for all events. Company causality: reportable for all events. Additional information was received on 17-feb-2022 from the healthcare professional. Ptc results received and processed.

Event description:
Immobile [immobile]. Immediate swelling [swelling]. Enormous pain [pain]. Case narrative: initial information received on (B)(6) 2022 regarding a solicited valid serious case received from a consumer/non-healthcare professional, in the scope of post-marketing sponsored study (B)(6). Patient ID: (B)(6); country: (B)(6). Study title: (B)(6). This case involves (B)(6) male patient who was immobile, had immediate swelling and enormous pain while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. In 2019, the patient started taking hylan g-f 20, sodium hyaluronate injection at a dose of 6 ml once (with an unknown batch number) for osteoarthritis. On an unknown date in 2019, after an unknown latency was in enormous pain (pain), immediate swelling (swelling) and was immobile (immobile; seriousness: disability) for three days. Action taken with hylan g-f 20, sodium hyaluronate (synvisc one) was unknown. It was not reported if the patient received a corrective treatment for the events (immediate swelling, enormous pain, immobile). At time of reporting, the outcome was recovered / resolved on an unknown date for the event immediate swelling, was recovered / resolved on an unknown date for the event enormous pain and was recovered / resolved on an unknown date for the event immobile. Reporter causality: not reported for all events. Company causality: reportable for all events.